Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer over temp alarm cannot be adjusted. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one level 1 hotline blood and fluid warmer was received for investigation with a broken front cover. The device reservoir tank was filled with water and used a temperature check to calibrate the over temp alarm. The over temp alarm was not able to be calibrated, confirming the customer reported complaint. After repairs were completed, calibration and functional tests were run. Device was found to have run in compliance as the overtemp alarm was set to 43.1 and was able to be calibrated. The device also then passed the one-hour run with the temperature stabilizing at 41.9 without fluctuating. Calibration and functional tests were completed. The investigation determined the problem source of the event was normal wear and tear.